Manufacturer narrative:
Additional information: d9, h3 plant investigation: the third-party carrier's website was reviewed, and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. A lot history review was performed. There were four other complaints reported against the lot. All of the complaints were reported by the same clinic as the current event. They all address a blood leak; however, no details regarding the events were provided (no samples). A review of the production record was performed. There was one temporarily approved dn noted on the lot and is unrelated to the current event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, did not alarm. The leak was observed visually at the arterial end of the dialyzer. Blood leak test strips were not used because the leak was visually observed. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ccs. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility charge nurse reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, did not alarm. The leak was observed visually at the arterial end of the dialyzer. Blood leak test strips were not used because the leak was visually observed. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 150 ccs. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.